Event description:
It was reported that when using the bd pyxis medstation system, the user was unable to login, which resulted in the display of error code 2222. The customer stated that the nurse was unable to give medications to patients and required immediate access to the pyxis system, causing delays in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was unable to access the pyxis system because of the appearance of error code 2222. A technical support specialist noted that the customer had not attempted to log in on either the server or an alternative workstation to determine if the same error persisted. The customer was advised to try one of these options. Subsequently, the customer confirmed that the issue had been resolved. The serial number, UDI and manufactures details kept blank since the given asset information found to be pyxis es it infrastructure. The system functioned as intended after troubleshooting the device.